Event description:
Pt reports that they were hospitalized in the past 30 days due to their central line falling out and needing to be replaced. Pt advised that they were hospitalized from a tuesday to a saturday but could not recall the exact dates. Pt reports that their doctor is aware and saw them at the hospital. Pt denies any current issues with IV access. Pt also reports experiencing headaches that have been improving lately; unknown if fully resolved. Pt reports that they are now taking their tadalafil 1- 20mg tablet in the morning and 1- 20mg tablet in the evening. Pt states that this dosing is helping with their headaches and that their md is aware. Rx on file with the pharmacy is written as 40mg once daily; pt advised that their md said they could take the tadalafil tablets together or separate doses. Pharmacy will contact the md office to confirm tadalafil dosing. No further info, details, or dates available. IV remodulin pt. Reported to cvs/caremark by: patient/caregiver.